Event description:
This lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2012 due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).